Manufacturer narrative:
Correction made to d3: device manufacturer name: baxter international inc. (Previously submitted as baxter healthcare corporation). The device was received for evaluation. A visual inspection with the naked eye noted a damaged/cracked main body and broken occluder leg. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing identified an internal leak through a closed twist clamp. There were no external leaks observed. The leak through the closed twist clamp was due to the broken occluder feet. The cause of the broken occlude feet could not be determined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack on the twist clamp of a minicap transfer set which resulted in a leak. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.